Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a small hematoma forming under one of the ECG electrodes due to a tight garment. The patient reported that she had gained over 30 lbs due to edemas. The final medical outcome of the hematoma is unknown.